Manufacturer narrative:
The insulin pump was received with a missing display window cover, cracked case (battery tube), and broken battery tube threads. Unit p-cap, test reservoir locked properly in place. The insulin pump passed the displacement test. However, moisture damage noted in battery tube and electronic assembly during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at back near clip, at battery compartment and on liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.